Manufacturer narrative:
A company service representative examined the system. The receiver mechanism unit was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a "cassette blocked" system message was displayed. Pt and procedural impact is unk. Multiple attempts have been made to retrieve additional info, but none has been received to date.